Manufacturer narrative:
Visual inspection under magnification shows detachment of the electrodes with jagged edges on the top left and right remaining electrode legs and rounded edges on the bottom remaining electrode leg. There is a significant amount of discoloration on the adhesive around the spacer. There is scratch marks present on the exposed shaft near the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created on the bottom remaining electrode leg. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the faceplate of a super multivac 50 wand come off during a knee arthroscopy. The broken piece was located using x-ray guidance and removed using a shaver. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.